Manufacturer narrative:
Customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the barrel was cracked before use. The returned syringe was examined and exhibited cracks in the barrel between the 15-25 unit markings. A review of the device history record was completed for batch #8029863. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect was determined to be the barrel bowl was out of adjustment. Corrective action: l2l dispatch #10375 was created during the creation of this batch to adjust the barrel bowl because of excessive rail jams.

Event description:
It was reported that before use of the syringe 0.3ml 29ga 1/2in 7bag 420cas jp the barrel of the syringe was cracked. The following information was provided by the initial reporter, translated from japanese to english: the barrel was cracked before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 0.3ml 29ga 1/2in 7bag 420cas jp the barrel of the syringe was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: the barrel was cracked before use.